Event description:
The facility representative reported a flo-gard infusion pump which alarmed for air in line during patient therapy in the general patient ward, resulting in an interruption of delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false air in line alarm. The root cause could not be determined. No repairs were conducted to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the device. A follow up report will be submitted if additional information becomes available.